Manufacturer narrative:
Problem description: it was reported that small leakage of liquid was noticed on the connecting part of the transducer of pv8215. The provided video clearly showed a leakage of the pressure transducer. Unfortunately, the product in question was not available to be returned to us for analysis. The root cause of this issue can not be defined. There is no indication for a systematic root cause as a deficiency of design, production or material considering the very low complaint rate (< 0,01 %, considering root cause). Overall, investigations did indicate that the device failed to meet its specification when the event occurred. A relationship between the device and the complaint is therefore considered as likely. Upon the complaint occurrence the device was involved and used on a patient for advanced hemodynamic monitoring. The issue is monitored on a regularly basis in order to detect early trends. As there is no trend for this kind of issue no additional actions will be taken. With the information stated above the complaint will be closed.the following similar device is under complaint: pv8215, lot 23id11, catalogue: 6886184, manufacturing date 09/30/2023, expiration date 08/31/2026, UDI (B)(4).

Event description:
It was reported that when connected the pv8215 to the picco catheter fluid leakage was found at the stop cock. Faulty kit was replaced for a new monitoring kit and procedure continued.